Event description:
Reporter alleged customer obtained a blood glucose result of 115 mg/dl at 6:30 am, however, was experiencing hyperglycemic symptoms of feeling irritable and confused. Reporter stated, the customer took normal medications. It was stated the customer was later admitted to the hosp for 3 nights, where glucose initially measured in the 300s mg/dl on hosp system and customer was treated with insulin. The exact timeframe between the initial result of 115 mg/dl and hospitalization was not provided. No other actions were reported taken or treatment received by the customer. A request was made for the return of the suspect device and replacement product was sent.